Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer experienced reported a signal loss with the freestyle libre 2 application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device ios 16.6.1 is not compatible with with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and the incompatible configurations were used, this complaint is therefore not confirmed to use. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a turkey customer. This is same/similar to us freestyle libre 2 ios application part number 71926-01. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 11 with a 1661 operating system. The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. The customer encountered a "signal loss" alarm issue and as a result, the customer experienced a loss of consciousness. The customer was provided glucagon by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone 11 with a 1661 operating system , app version 21027677 . The customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. The customer encountered a "signal loss" alarm issue and as a result, the customer experienced a loss of consciousness. The customer was provided glucagon by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.